Event description:
It was reported that the syringe module had displayed error code 358.2000. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe module had displayed error code 358.2000. There was no information on patient involvement.

Manufacturer narrative:
Omit: other occupation, report source other, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: initial reporter occupation, report source additional information: device eval by manufacturer?, initial reporter phone #, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the syringe modules displayed error code 358.2000 was confirmed through a review of the suspect device logs; however, the issue could not be replicated after extensive laboratory testing. An extended test infusion for approximately 60 hours was performed which showed the suspect syringe modules working as expected. No issues or alarms were observed. A preventing maintenance (pm) test was performed on the suspect syringe modules through alaris system maintenance (asm) passing all tests indicating the devices are within specifications. A review of the suspect syringe modules s/n (B)(6), s/n (B)(6) and s/n (B)(6) error logs identified an error code 358.2000 (comm failure) on each module on (B)(6) 2025 at 11:40 am. On (B)(6) 2025 at 1:00 am an infusion was started on syringe module s/n (B)(6) at a rate of 0.66 ml/hr, volume to be infused (vtbi) of 40 ml, drug ID (B)(4) (suspected to be vasopressin), patient weight of 13.2 kg and concentration of 0.2 units/hr; a 60 ml monoject syringe was selected. A primary volume infused (pvi) of 10.5109 ml was recorded. At 1:01 am a remote IV was received and the syringe module alarmed for ¿check syringe¿. A pvi of 10.5161 ml was recorded. At 3:46 am a remote IV was received and started on syringe module s/n (B)(6) at a rate of 1.584 ml/hr, vtbi of 40 ml, patient weight of 13.2 kg and concentration of 10 mg/min for a drug ID 419 (suspected to be epinephrine); a 60 ml monoject syringe was selected. At 8:24 am remote IV was received and started on syringe module s/n (B)(6) at a rate of 0.132 ml/hr, vtbi of 8 ml, patient weight of 13.2 kg and concentration of 250 ¿g/hr for a drug ID 175 (suspected to bebumetanide); a 10 ml bd syringe was selected. A pvi of 22.7676 ml was selected. At 11:40 am the concomitant pump module s/n (B)(6) was removed, and the suspect syringe modules alarmed for error code 358.2000 (comm failure) one second later. One (1) error code 358.2000 was observed in the modules error logs. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. This issue is also being escalated to bd integrated supply chain for further root cause analysis. The bd alaris modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operations on the affected channel stop; other infusing channels will not be affected. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the report that the syringe module had displayed error code 358.2000 could not be determined during the investigation. The returned devices were fully evaluated, and no issues or anomalies were observed with the suspect syringe modules during laboratory testing. This issue is also being escalated to bd integrated supply chain for further root cause analysis. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.